Event description:
It was reported that a pt underwent cataract surgery and was implanted with an ao60g lens. Ai-28 injector and occucoat were also used during the procedure. Post operatively, the pt experienced an infection. The cause is unk. The reporter notified bausch and lomb and all mfrs whose products were used during the surgery. Lens remains implanted in the pt's eye. According to the info received, the pt was doing well at a subsequent f/u visit. Additional info has been requested but has not been received. Please reference MDR#: 1119279-2012-00003 for the delivery device (ai-28). Please reference MDR#: 1119279-2012-00004 for the viscoelastic (occucoat).

Manufacturer narrative:
Lens remains implanted in the pt's eye, therefore it has not been returned to b+l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.